Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic promontofixation, at the end of the procedure, the thread of the suture broke. They used another strand to resolve the issue in order to complete the case. There was no patient injury.